Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump was not in a case and followed multiple instructions from technical support to press the button in different ways and to plug pump into a known working power source, but pump display still did not turn on while a red light blinked around button and pump vibrated periodically, so technical support arranged for pump replacement.